Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000063141.

Event description:
Manufacturer reference number:3006705815-2023-05547. It was reported that the patient was experiencing pain at ipg site. As a result, surgical intervention took place on (B)(6) 2023 to reposition the ipg to address the issue. It was also noted during surgery that the left lead migrated. As a result, the lead was replaced to address the issue. It is unknown which lead migrated.